Event description:
It was reported that a dark fluid leak in the handpiece was discovered during preparation for a procedure. There was no patient involvement or adverse consequences. Another device was used for the procedure.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation revealed corrosion, mineral deposits, and cleaning solution deposits likely combined with biological fluid and mobile 28. There were indications that the device was likely soaked. The IFU warns the customer to not submerge the product during cleaning. The device will be returned to the customer when it is repaired.